Manufacturer narrative:
Submit date: 06/10/2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter adapter. During hemodialysis procedure, chief nurse found the catheter could not be separated from the heparin cap with repeated screwing. The heparin cap was finally damaged but could not be removed from within the catheter. The catheter had to be removed and replaced.